Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2011; 1st inr = 4.0; 2nd inr = 3.3; mean = 3.65; sd = 0.49; %cv = 13.56. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Analysis of the client's data from repeated inratio tests revealed that the test result comparison met precision criteria. Customer made no reference of sample collection/dropping technique. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on 2/12/2011, 41 discrepant results complaint was reported for lot #233421 yielding a complaint rate of 0.068%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: 4.0; lab: 3.3. Pt's target therapeutic range is 2.5-3.5.